Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: cath lab technician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal arteriotomy locator did not lock when inserting into the sheath. The arteriotomy locator came back easily. They used another angio-seal and completed the procedure. The type of procedure was a transarterial embolization (tae). Additional information was received on 25jul2025: the procedure sheath size was an 8 french. Another 8 french angio-seal device was used to close the puncture site. The patient was stable. The user did not have difficulty inserting the locator into the hub. The device was inserted properly; however, the dilator would not lock. There was an audible click on mating. There was no tactile feedback after mating. The user did not have difficulty inserting the locator into the hub.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6fr angio seal device was returned for evaluation. The returned device included the carrier tube, header bag and wire guide. The device was visually inspected and found to have been in unused condition with no visible signs of blood. Sheath and locator assembly was not returned. The complaint cannot be confirmed for a sheath and locator connection issue because the sheath and locator were not returned for evaluation. The exact root cause for this issue cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).